Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate test strips, customer returned the vial emptied. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer calling on behalf of her father stating they bought a meter today (B)(6) 2016 and it is giving low results. Customer's daughter states her father feels well and requires no medical attention. The customer's expected blood result is 100-120mg/dl fasting. Verified the strips expire 9/23/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 44mg/dl and e2.